Event description:
It was reported by service report that the trend pedal was also broken and sharp edges were exposed. No patient involvement and clinically relevant delay in treatment or adverse consequences were reported.

Event description:
It was reported by service report that the trend pedal was also broken and sharp edges were exposed. No patient involvement and clinically relevant delay in treatment or adverse consequences were reported.

Manufacturer narrative:
Previously, it was reported that the trend pedal was damaged resulting in sharp edges being exposed. Upon completion of the manufacturer's investigation it was determined that the litter corner roller bumper was broken, resulting in sharp edges being exposed. There was no reported functional effect from this damage. Additionally, it was determined that the head end jack release pedal was missing, but the jack could still be raised and lowered from an alternative pedal if needed and no exposed sharp edges were reported as a result of the pedal being missing.